Event description:
It was reported that during deployment of a stent graft in a n av-graft at the venous anastomosis, the stent graft migrated to the subclavian arch. An attempt to deploy another stent graft in an overlapping manner was unsuccessful; instead, it was deployed next to the flair stent graft. It was later observed that the stent graft had migrated to the right pulmonary artery. Right internal jugular access was gained to snare the stent graft into the subclavian vein only. In addition access was gained unsuccessfully in the brachial vein to retrieve the stent graft. A cut down was performed to remove the stent graft from the subclavian vein successfully.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with a date of implant and relevant tests, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A mfg review could not be completed because the lot number was not provided. The device was not returned; however, three images and a photograph were provided and reviewed. Due to poor image quality, the location of the stents can be identified. No vascular anatomy or bony structures are visualized with the two stent images. No contrast can be visualized in the stents. The expansions of the stents are consistent throughout, with no variable size deviation. The stents appear to be fully explanted. A contrast digital subtraction angiogram (dsa) demonstrates an approximate 50 percent increase in vascular size at the site of a tight lesion. Stent migration cannot be confirmed based on the images provided. Successful removal of the stent cannot be confirmed based on the images provided. Additionally, based upon the photo review, the complaint investigation is inconclusive for migration of the stent graft. The definitive root cause could not be determined based upon available info. It is unk whether the pt and/or procedural issues contributed to the reported event. See scanned page.